Event description:
It was reported that this lead was implanted in the left bundle branch, information was received indicating that the patient has received 3 separate lead repositioning procedures of this lead since implant. No additional adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).